Event description:
A surgeon reported a patient decreased near vision following intraocular lens (iol) implant surgery. He also reported that the lens rotated off axis and was repositioned. Eventually, the lens was exchanged for a different lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/26/2009 and 04/01/2009 by phone, fax, and mail. A completed questionnaire has not been received.